Event description:
It was reported that the patient presented for an implant procedure. During the procedure and after fixating the leadless pacemaker, low pacing impedance, high capture threshold and unfavorable p-waves were observed. The device was not used, and a new one was implanted. The patient condition was stable.